Event description:
A report was received that the patient was having trouble getting the ipg charged. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was noted that there was nothing wrong with the ipg however it was old and was not holding a charge well. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having trouble getting the ipg charged. The patient will undergo an ipg replacement procedure.